Event description:
Medtronic received the following journal article which is summarized as follows: post-implantation syndrome after endovascular repair of aortic aneurysms: need for post-discharge surveillance. Arnaoutoglou et al., interactive cardiovascular and thoracic surgery, 2010; 11: 449-454. This journal article reported the following information: of 162 patients who underwent endovascular repair for the treatment of aortic aneurysms, the article detailed two patients who received medtronic talent abdominal stent grafts and then developed post-implantation syndrome (pis) and/or systemic inflammatory response syndrome (sirs). The first patient was implanted with a talent bifurcated stent graft for a 6 cm infrarenal abdominal aneurysm. It was reported that 1 day post-operatively, the patient developed a fever of 38.3 degrees c and an elevated white blood cell count. The patient was treated with intravenous fluids and medication and was discharged 5 days post-operatively. Twenty days post-discharge, the patient was re-admitted with dyspnea and weakness, and the patient complained of a recurrent persistent fever after having been discharged. The patient had an increased respiration rate, tachycardia with a heart rate of 95 beats/min., significant pleural effusion, and mild pericarditis; the patient was diagnosed with sirs and was treated medically and discharged 6 days later. The patient was followed for two years, and no additional clinical sequelae were reported. The second patient (MFR report # 2953200-2010-02079) was implanted with a talent bifurcated stent graft for a 6.5 cm infrarenal abdominal aneurysm and then developed pis before discharge. Then, at 8 days post-discharge, the patient was re-admitted with recurrent fever and weakness, and an increased white blood cell count was noted. The patient was treated medically and discharged 4 days later. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results/conclusion: (lot number and implant date were not provided). None of the events in the article match event information already known to medtronic. The physician was contacted and requested to provide specific information related to each patient with a talent device, such as the lot number and implant date. No reply has been received from the physician. Post-implantation syndrome after endovascular repair of aortic aneurysms: need for post-discharge surveillance. Arnaoutoglou et al., interactive cardiovascular and thoracic surgery, 2010; 11:449-454.